Manufacturer narrative:
G2: report source (other)- added france. Device evaluation by manufacturer: returned product consisted of a coyote balloon catheter. The device pouch was visually inspected. Visual examination revealed a hair taped to the inside the device pouch. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a piece of hair inside the pouch.

Event description:
It was reported that the presence of a hair was noticed in the package. A 2.5mm x 220mm x 150cm coyote balloon was selected for a procedure. When opening the package, however, a hair was noticed in the package. The device was exchanged for another coyote balloon from the same batch to complete the procedure. There were no patient complications.

Event description:
It was reported that the presence of a hair was noticed in the package. A 2.5mm x 220mm x 150cm coyote balloon was selected for a procedure. When opening the package, however, a hair was noticed in the package. The device was exchanged for another coyote balloon from the same batch to complete the procedure. There were no patient complications.